Event description:
The user facility reported an automated impella controller (aic) had a controller error display on the screen upon rebooting. This issue occurred during preventative maintenance.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation has been completed. Data analysis: ¿ on the complaint date, (B)(6) 2025, the console displayed ¿controller error (opm comm stopped) [pump not connected] ¿ alarm,¿ event #1035. The optical parameters were abnormal, with the light at 0.08v and the snr at 1.4 (imc_logs_ic7110.pdf). This confirms the reported failure mode. Note: before the complaint date, on (B)(6) 2025, when the console was used with the demo pump sn: (B)(6), it displayed the same event #1035 due to abnormal optical parameters. Device analysis: this console was tested at fs, and the reported failure mode, ¿controller error,¿ was reproducible. Root cause: the root cause of the controller error was a lamp malfunction.